Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps wire (k-wire) could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the electrical connector, proper device reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope angulation was not working. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the foreign material in the forceps elevator was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the switch box had a scratch, the suction-connector had a scratch, the objective lens had a scratch, the forceps channel port was shaved, the connecting tube had a wrinkle, due to wear of angle wire bending angle in the right direction did not meet the standard value, the light guide lens had a scratch, the scope cover unit had a scratch, the grip had a scratch, due to deformation of electrical connector water tightness was lost, due to wear of angle wire the play of up/down knob was out of the standard value, the plastic distal end cover had a scratch, the electrical connector had corrosion due to water leakage, the suction cylinder was shaved, the light guide cover glass had discoloration, due to wear of angle wire bending angle in the up direction did not meet the standard value, the universal cord had a scratch, the protector of universal cord on the suction connector side had a scratch, due to damage on the charged coupled device unit the specified resolving power was not obtained, the suction connector had corrosion due to water leakage, and the suction cover had a scratch, the adhesive on the bending section rubber was detached. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.